Event description:
The customer reports that the crystalens haptic was received torn when they opened the package. No pt contact.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.